Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the unavailability of the server password and lack of user management access on the pharmacy enterprise server, which was controlled by the facility. A technical support specialist contacted the customer and confirmed that the person responsible for the server password was unavailable and the pharmacist no longer had access to manage users on the pharmacy enterprise server. The customer was informed that no further action could be taken from bd¿s side and agreed to follow up internally. The customer later requested to close the ticket, confirming that the issue was under the facility¿s control. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es user was unable to view patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.